Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. Eri was reached due to a long charge time. It was alleged the device had reached eri earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated and resubmitted upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.